Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -14.50/3.0/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On the same day different surgery the lens was exchanged for a longer length due to low vault. This resolved the problem. Cause is reported as unknown.